Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the rad-8 battery does not charge and the unit shuts down when unplugged. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using ac power but failed to remain on when switched to battery power. The battery was replaced and the unit functioned as designed.